Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Corrected data: this is duplicate record of manufacturer report number 0001811755-2015-03039.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.